Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause is undetermined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter needle was difficult to disengage during use, creating resistance and catching on the hub before insertion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "health professional noted that when pulling the stylet back before insertion it is creating resistance and catching on the hub part which makes it not function properly. This has happened several times recently (no specific dates could be given) with lot # 8300598. No patient or user harm or medical intervention, only additional pokes and a change to a different manufacturer's catheter. Same issues now occurring with 22g, could not provide product info."